Event description:
Related manufacturer number: 3006705815-2021-06420. It was reported the patient's leads had migrated. Surgical intervention was undertaken on (B)(6) 2021 in which the leads were repositioned resolving the issue.

Manufacturer narrative:
Event date is estimated.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.